Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since a path and tissue resections were applied in a different location in the brain than anticipated with the brainlab device involved, and a revision surgery to resect the brain tumor was necessary, despite according to the surgeon: there was no (direct or increased) risk to harm a critical structure (e.g. Important brain tissue or blood vessels) due to the invasive actions in the brain at the original surgery. The craniotomy was at the correct location and did not need to be changed, with the same craniotomy used for the revision surgery. There was no harm/negative clinical effect for this patient due to this issue. Also not due anesthesia/surgery prolong of ca. 2h at the original surgery, nor due to the anesthesia/surgery repeat of ca. 2h for the revision. The outcome of the revision surgery was successful as intended. There were no other remedial actions necessary, done or planned for this patient due to this issue. Hospitalization was extended by 2 days due to the revision. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the main root cause for the deviation at the original surgery of the resection volume by ca. 6mm from the intended brain tumor volume (around the margin of the planned target instead of the planned center volume), is a displacement of the brain within the patient's skull during the procedure - resulting in the region of interest shifting medially, which corresponds to the direction of gravity in this procedure - and/or due to loss of cerebrospinal fluid. A shift of the patient's brain during the surgery cannot be recognized or compensated by the navigation, since it uses the preoperative image scan data to display instrument positions relative to the patient's anatomy. An additional contributing factor that, to a lesser extent, may have contributed to the reported deviation is a movement of the patient's head within the head holder and/or movement of the patient reference array during the procedure (after registration to navigation was accepted), due to possibly insufficient rigid fixation and/or inadvertent forces applied at or after draping during the surgery. Apparently, this potentially resulting additional deviation of the navigation display was either not recognized by the user with the necessary continued user verification of navigation accuracy after draping, and throughout the surgery, or did not exceed clinically relevant limits for this specific surgery. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A cranial surgery for removal of a tumor in the parietal lobe of the brain with a diameter of ca. 1cm, has been performed with the aid of the brainlab cranial navigation sw 3.1. A pre-operative MRI t1 scan was acquired 5 days before the surgery, to use for navigation. During the procedure the surgeon: positioned the patient in a supine orientation in a non-brainlab head holder with head turned left, and attached the unsterile navigation reference array to the head holder. Performed the image registration with surface matching with acquiring registration points - using the softouch - on the patient's skin surface to match the display of the navigation to the current patient anatomy. Verified the accuracy of the patient registration to navigation at area of intended craniotomy and anatomical landmarks, determined the result as very good and accepted the registration to proceed. Draped the patient, exchanged the unsterile array to a sterile array, and performed the craniotomy along the parietal region. Used the navigated pointer to determine the dissection path to the planned target volume in addition to the vision through a microscope, and took biopsy samples. The samples appeared questionable to the naked eye compared to what was expected, and pathology results from the frozen sample showed unremarkable tissue. Continued resection of the suspected tumor tissue, and completed the surgery. A post-operative MRI scan indicated that the tumor was not successfully resected, and that the resection had deviated by ca. 6mm from the intended volume along the margin of the tumor. A revision surgery was scheduled and took place on (B)(6) 2020 using the same navigation equipment. The revision surgery using the original craniotomy was successful as intended, with the biopsy samples taken during the revision surgery showing abnormal tissue as expected, and the post-revision-op scan showed the tumor resected. According to the surgeon: there was no (direct or increased) risk to harm a critical structure (e.g. Important brain tissue or blood vessels) due to the invasive actions in the brain at the original surgery. The craniotomy was at the correct location and did not need to be changed, with the same craniotomy used for the revision surgery. There was no harm/negative clinical effect for this patient due to this issue. Also not due anesthesia/surgery prolong of ca. 2h at the original surgery, nor due to the anesthesia/surgery repeat of ca. 2h for the revision. The outcome of the revision surgery was successful as intended. There were no other remedial actions necessary, done or planned for this patient due to this issue. Hospitalization was extended by 2 days due to the revision.